Event description:
Nurse at bedside for hourly IV assessments and noted new blood on PICC dressing. PICC dressing intact. PICC dressing noted to be taken down PICC remained indwelling with complete disconnection/severance at dressing site. Indwelling segment of PICC line removed with sterile technique. Bleeding stopped and pressure dressing applied.

Manufacturer narrative:
An investigation has been initiated. Currently waiting for additional information and the return of the device for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.